Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing.

Event description:
Device 6 of 6. Reference MFR. Report #1627487-2015-06373, 1627487-2015-06374, 1627487-2015-06375, 1627487-2015-06376, and 1627487-2015-06377.